Event description:
The patient experienced stent thrombosis after the implant of cypher select +. The patient underwent treatment of a lesion in the proximal to distal circumflex artery. The lesion was described as de-novo, ostial, approximately 60mm in length, and a chronic total occlusion. The vessel diameter was 3.0mm. The lesion was pre-dilated with a 1.25 x 10mm balloon catheter at 14atm for 30 seconds. A 3.0 x 33mm cypher select + was implanted at 10atm for approximately 30 seconds at the distal portion of the lesion followed by the implantation of a 3.0 x 33mm cypher select + at 18atm for 30 seconds proximal to the first stent and overlapping it. Post-dilation was conducted with a 2.5 x 15mm balloon catheter at 22 atm for 30 seconds with no residual stenosis. Timi flow was 0 prior to the procedure and 3 after the procedure. Act measured, but results unknown. Approximately one week later, a 3.5 x 12mm endeavor stent was implanted in the mid rca and a 2.5 x 18mm endeavor was implanted in the posterior descending branch.

Manufacturer narrative:
Five days later, the left main trunk to mid lad was treated. The lesion was predilated and a 2.5 x 23mm xience was placed in the distal portion, a 3.0 x 23mm xience was implanted proximal to the fist xience, overlapping it, and a 3.5 x 23mm xience was implanted proximal to the second xience, overlapping it. There was a gap between the 2nd cypher select + and the third xience. Post-dilation was conducted with a 3.5 x 23mm balloon catheter. Approximately 17 days after the cypher stents were implanted, the patient complained of chest pain and was taken to the hospital. Angiography revealed thrombus from the proximal edge to inside the implanted first cypher select + at the distal circumflex, and from the proximal edge to inside of the implanted three xience stents in the left main trunk to the mid lad. The thrombus was aspirated and a 2.5 x 30mm endeavor was implanted at 12atm for 30seconds distal to the first cypher select +. A 2.5 x 30mm endeavor was implanted at 16atm for 30 seconds inside the distal portion of the three xience stents. The stents were post-dilated and additional angioplasty was performed at the proximal lad to remove the residual thrombus. Ivus was conducted and sufficient blood flow was observed. According to the physician, the possible cause of the thrombotic event was that sodium rabeprazole was administered which might have decreased the effect of clopidogrel, anti-platelet agents might not have worked for the patient due to her constitution, and there might be an effect of anemia. The physician reported that the cypher stents might be under dilatation because ivus was not conducted after the stent implantation. Concomitant medications: aspirin 100mg daily, (B)(6) 2010, continuing; clopidogrel 75mg daily, (B)(6) 2010, continuing; heparin during stenting procedure. Complaint conclusion: information received from an affiliate indicated that a patient experienced a sub-acute thrombosis after having multiple coronary artery stents implanted. The patient's medical history is significant for unstable angina pectoris, hypertension, and diabetes mellitus. The patient was treated for multi-vessel disease in a series of staged procedures. The first target lesion was the proximal to distal circumflex artery (cfx). The lesion was described as de novo, ostial, approximately 60mm in length and a chronic total occlusion. The reference vessel diameter was reported as 3.0mm. The lesion was pre-dilated with a 1.25mm x 10mm balloon at 14 atms for 30 seconds, followed by the implant of a 3.0mm x 33mm cypher select + at 10 atms for 30 seconds in the distal portion of the lesion. Another 3.0mm x 33mm cypher select + stent was then implanted proximal and overlapping to the first stent at 18 atms for 30 seconds. The stents were post-dilated for optimal expansion and the reported residual stenosis was 0%. Timi flow was 0 prior to the procedure and 3 after the procedure. Act measured, but results unknown. Approximately one week later, a 3.5 x 12mm endeavor stent was implanted in the mid right coronary artery (rca) and a 2.5 x 18mm endeavor was implanted in the posterior descending branch. Five days later, the left main trunk to mid left anterior descending artery (lad) was treated. The lesion was pre-dilated and a 2.5 x 23mm xience was placed in the distal portion, a 3.0 x 23mm xience was implanted proximal to the fist xience, overlapping it, and a 3.5 x 23mm xience was implanted proximal to the second xience, overlapping it. There was a gap between the 2nd cypher select + and the third xience. Post-dilation was conducted with a 3.5 x 23mm balloon catheter. Approximately 17 days after the cypher stents were implanted; the patient complained of chest pain and was taken to the hospital. Angiography revealed thrombus from the proximal edge to inside the implanted first cypher select + at the distal circumflex, and from the proximal edge to inside of the implanted three xience stents in the left main trunk to the mid lad. The thrombus was aspirated and a 2.5 x 30mm endeavor was implanted at 12atm for 30seconds distal to the first cypher select +. A 2.5 x 30mm endeavor was implanted at 16atm for 30 seconds inside the distal portion of the three xience stents. The stents were post-dilated and additional angioplasty was performed at the proximal lad to remove the residual thrombus. Ivus was conducted and sufficient blood flow was observed. According to the physician, the possible cause of the thrombotic event was that sodium rabeprazole (aciphex) was administered which might have decreased the effect of clopidogrel, anti-platelet agents might not have worked for the patient due to her constitution, and there might be an effect of anemia. When asked about the stent wall apposition the physicians comment was "unknown." The physician said "it might be under dilatation because ivus was not conducted after the stent implant." A review of the manufacturing documentation associated with (B)(4) presented no issues during the manufacturing process that can be related to the reported complaint. Sub-acute stent thrombosis is a known potential adverse event associated with implanting coronary artery stents. The IFU cautions against the use of this device in lesions located in the left main coronary artery, ostial lesions, or lesions located at a bifurcation. Review of the information provided suggests that procedural factors (use of the device in an ostial lesion) and/or multi vessel stenting and/or patient factors may have contributed to the reported event. Stent under-expansion could not be confirmed. It is unknown if the stents were actually under-expanded or which stents may have been under expanded because ivus was not performed. There is no indication that there is a design or manufacturing related issue, therefore no corrective action is needed. Cypher select product (cra/crb/cjb) is not distributed in the us; however, it is similar to us distributed cypher product (cxs). This is one of two products involved with this adverse event in which associated manufacturer report numbers are 9616099-2010-00491 and 9616099-2010-00492.